Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device had a crack in the front casing. No patient involvement.

Event description:
It was reported that the device had a crack in the front casing. No patient involvement.

Event description:
It was reported that the device had a crack in the front casing. No patient involvement.

Manufacturer narrative:
A review of the device history record showed the device had a manufacture date of 14 oct 2008. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure, which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which confirmed similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced front cover, rear case, left/right handle, barrel clamp, left/right iui, latch spring, and led backlight.. A review of the device history record showed the device had a manufacture date of 14 oct 2008. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure, which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to broken/damaged to the syringe case - front. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which confirmed similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA #ca-2018-0161 for iui's. CAPA #1604765 for rear case.

Event description:
It was reported that the device had a crack in the front casing. No patient involvement.